Event description:
During follow-up, externalized conductors were observed via diagnostic imaging cine. Patient was asymptomatic. No electrical anomalies were detected. Lead will be monitored.

Manufacturer narrative:
A partial lead with connector pin measuring 11.4cm was returned for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that noise on rv lead was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.